Event description:
It was reported that during an initial knee procedure, the tibial broach impactor fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). G2: foreign: germany customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - impactor. Visual evaluation of the returned product found signs of repeated use (nicked and gouged). The weld that connects the subcomponents has fractured. The instrument has an approximate field age of 7+ years. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to the seven plus (7+) years of use in the field and the normal wear and tear associated with it. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.